Manufacturer narrative:
(B)(4). Report source: report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that that the distal screw in the handle of the maxera shell inserter was found broken from an unknown previous surgery. Discovered outside of surgery. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, g3, h2, h3, h6. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. A quality issue report previously addressed the threaded bolt fracture at root. The reduced cross-sectional thickness in the failure area is caused by the drill point that is used in the hex manufacturing. A change was implemented to increase the head height, eliminate the drill point and increase the shank fillet radius to reduce stress in the failure region. However, as the location of fracture was not known and the device was not returned for evaluation a definitive root cause cannot be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.